Manufacturer narrative:
The implant date provided is an estimate for emdr transmission. The actual implant date is unknown at the time this report is being submitted. The implant surgery occurred sometime 5 years ago. (B)(4). The product was not returned for analysis. A review of the device history records is not possible without additional product information. The hospital refused to provide the x-rays because of its policy.

Event description:
It was reported that the patient underwent posterior spinal fusion with instrumentation from th10 to s. Five years ago, it was confirmed that a rod between l1 and l4 broke. The patient refused to have revision surgery at that time since "he did not have pain even after the rods had been broken".

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion ( plif) surgery with instrumentation at unknown levels. A cage was implanted at l3/4 and l4/5. Sometime post-op the patient complained of pain. Five years post-op it was confirmed that a rod between l1 and l4 broke. It was reported that the patient had refused to have revision surgery since "he did not have pain even after the rods had broken 5 years ago".